Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. No off power without low battery indicator or battery out limit alarms noted. The insulin pump passed displacement test. However, we were unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the pump and passed. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several motor error alarms, a battery out limit alarm and a weak battery alarm. The customer's blood glucose was 388 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the battery was out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.